Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 1.1 and 1.2 were not detected on bus. The field service engineer (fse) confirmed the issue within the medical application, powered down the station, removed the back panel, and reseated the row board cable connections to the drawer controller boards. After restarting the device and accessing the hardware test application, the row tray was successfully detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1 half height pocket device was not detected on the bus and required maintenance. The customer restarted the pyxis, but the issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.